Event description:
I used fixodent from 2006 to present. I began having numbness and tingling in my hands and legs. Blood test results showed low levels of copper and above normal levels of zinc in my blood. Dose or amount: denture cream. Frequency: 2 a day. Route: oral. Dates of use: 2006 - present. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced: no.